Manufacturer narrative:
Health effect impact code: f2203 imaging required.

Event description:
Patient additionally reported "global recall for textured breast implants." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported for left side, "cysts", "rupture", "fluid is also seen around the silicone", and "pain and noticed the change in shape, texture and a size increased". Device remains implanted.